Manufacturer narrative:
An event regarding manipluation under anesthetic due to arthrofibrosis involving a triathlon insert was reported. The event was confirmed based on medical records. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: medical review of this case indicated: total knee arthroplasty requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. After a failed mua an extensive scar tissue release was performed in combination with liner exchange as required for adequate exposure. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: revison surgery took place for pain and a stiff knee whereby manipulation under anesthetic took place. The medical review indicated that total knee arthroplasty requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. After a failed mua an extensive scar tissue release was performed in combination with liner exchange as required for adequate exposure. A CAPA trend analysis was conducted for the reported failure mode and concluded that arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Arthrofibrosis after total knee arthroplasty. Manipulation under anesthesia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Arthrofibrosis after total knee arthroplasty. Manipulation under anesthesia.